Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient was unhappy with the vision in the left eye post cataract surgery where a toric intraocular lens was used. The patient exhibited significant residual uncorrected astigmatism. The patient returned three weeks post operatively for removal of the toric intraocular lens and a new intraocular lens was implanted after reassessment. The patient's symptoms have resolved since the second surgery.

Manufacturer narrative:
No additional information received. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. (B)(4).